Event description:
During service at baxter, a technician reported finding a as50 infusion pump with check plunger alarm received during initial run. This event occurred during product evaluation. There was no patient injury, adverse event or medical intervention associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The reported condition was confirmed and duplicated. The assignable cause was a damaged upper plunger. The upper plunger assembly was replaced.